Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient slid out of a chair and fell on their back side in (B)(6) 2016. This caused numbness in their legs and they could not get up right away, and needed assistance getting up. It was noted that after this fall, their symptoms were worse; bowel movements are back to every 2-3 days, they are liquid bowel, and they are so much pain, they wear the patient out so much. It was also noted that the patient¿s urinary symptoms are worse. They used to wear 1 depends for 24 hours, but now need to wear night time ones, and are going through more; yesterday they used 5 depends. Troubleshooting included confirming that they are feeling stimulation in the correct area and adjusting their settings. It was noted that the patient had increased stim on their own to 6.7 volts which resulted in abdominal pain, so they lowered it 3 times until it resolved at 5.9 volts. The patient will follow up with their healthcare professional to discuss a possible programming change and to check the ins after the fall.

Event description:
Additional information received from the patient indicated that they were told to work with their healthcare provider as a step to resolve the return of symptoms.